Event description:
It was reported that bd nexiva single port unable to disengage needle. The following information was provided by the initial reporter: description: the needle would not retract out of nexiva item# 383516. The patient had to receive another IV, no adverse events occurred. Date of occurrence(s) (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract out of the nexiva IV catheter was confirmed and the cause appeared to be associated with the clearance between the safety mechanism and needle. Four 20g nexiva devices from lot 4267374 were provided for investigation. A functional test revealed resistance when withdrawing the needle through the tip shield safety mechanism. The outside diameter of each needle was within specification. Three of the four washers inside the tip shield safety mechanism were found to be out of round and the minimum inside diameter (ID) was found to be below the lower specification limit. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.